Event description:
Aranesp sureclick injector: this device is very cumbersome. I tried to activate this product with normal pressure & it would not activate. In the end I tried to inject into an empty vial & it required me to lean heavily on the syringe before it would activate. This is the second time we have wasted this product in the last month.